Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(4). (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm at the left internal carotid artery, four target coils were implanted and the complaint coil, a 2mm x 6cm galaxy g3 mini (glm920060, l16342) was used. The galaxy g3 mini coil was attempted to be inserted into a concomitant microcatheter (sl10, stryker) but it got stuck in the sheath of the coil system. It was replaced with another smaller sized 2mm x 4cm galaxy g3 mini and it was implanted without any problems. The procedure completed by adding five galaxy g3 mini coils. There was no coil or delivery system damaged due to the resistance. Other devices were successfully used with the microcatheter prior to or after the encountered resistance. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The received device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, the embolic coil was found kinked and stuck inside the introducer, no other damages were observed. Also, the marker band was found at 41cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l16342 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil- impeded-in introducer¿ was confirmed as the embolic coil could not move through the introducer. Due to these observations noted on the device, the complaint was confirmed. However, the kinked condition can be contributed to an introducer impediment. The damage could be caused due to excessive force. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The IFU gives instructions for when resistance is felt during delivery of the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm at the left internal carotid artery, four target coils were implanted and the complaint coil, a 2mm x 6cm galaxy g3 mini (glm920060, l16342) was used. The galaxy g3 mini coil was attempted to be inserted into a concomitant microcatheter (sl10, stryker) but it got stuck in the sheath of the coil system. It was replaced with another smaller sized 2mm x 4cm galaxy g3 mini and it was implanted without any problems. The procedure completed by adding five galaxy g3 mini coils. There was no coil or delivery system damaged due to the resistance. Other devices were successfully used with the microcatheter prior to or after the encountered resistance. The customer states there is no additional information available. Based on the device investigation, the embolic coil was noted to being kinked